Event description:
It was reported that during the implant procedure the his bundle lead exhibited non-ideal pacing parameters in the form of high threshold, wide qrs complex and prolonged peak time at multiple positions. The lead was attempted/ not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.